Event description:
The customer reported the mainframe locked up. The problem occurred during a pain management case. System was removed and case completed with a 9600 c-arm.

Manufacturer narrative:
The ge service rep reseated ffb pcb with no success. He adjusted 5v to ffb pcb from 4.99v to 5.06v, found u36 ic chip not fully seated into socket on the ffb pcb, reseated u36 and ffb pcb will boot. He rebooted system several times with no issues. Verified system boot and fluoro function. System operates as intended.